Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event. ***additional information received on december 29, 2025*** the trapezoid rx was used in the common bile duct. The handle cannula appeared to be broken, and the basket could not be opened or closed. The device was removed directly from the patient's body.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block b5 has been updated based on the additional information received on december 29, 2025.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the handle was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of handle break.